Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Date of explant is estimated to be (B)(6) 2020. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patient experienced overstimulation while recharging their ipg. The patient was later admitted to the emergency room/hospital due to the overstimulation. As a result, the patient's ipg was explanted to address the issue.